Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
It was reported that the lift is not holding weight of patient and oil leaking out of pump.